Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair with the use of femoral intrafix devices, the surgeon experience some difficulties while attempting to deploy the fixation devices which added 35-40 minutes onto the procedure. It appears that the 1st intrafix screw broke in 2 during insertion; fragments easily retrieved. The surgeon employed a 2nd same device for fixation, however, the screw and sheath did not fixate properly. The surgeon turned to a "s&n" to complete the procedure successfully without further issue or harm to the patient. Complaint devices discarded at user facility. Also see associated MDR 1221934-2012-00138.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.